Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having issues programming insulin pump. Customer received assistance and was able to find old insulin pump and retrieved programming information. Customer reported that blood glucose was 559 mg/dl due to being without insulin since the day prior to call. Customer was advised to treat high blood glucose.